Event description:
Pt underwent an aorto-bifemoral graft and after this the pt had to be re-explored due to hemo-dynamic instability. It was fuond that the pt had bled through a hole in the graft, near the anastomosis to the aorta. Graft was repaired.